Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. The error, b32 which indicates the endoscope is damaged was displayed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised that the reported phenomenon might be occurred due to the failure of the image sensor unit, or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error was displayed and there were not color bars on the image of the subject device at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.